Manufacturer narrative:
(B)(4) - a review of the manufacturing paperwork for the device(s) verified that the lot(s) all met pre-release specifications.

Event description:
On (B)(6) 2013, the patient was implanted with the gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. While advancing the sheath, the trunk-ipsilateral component was pushed proximally, resulting in coverage of the renal arteries. The physician was able to move the device distally and uncover the renal arteries. It was reported that the renal arteries were patent and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4)..